Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 25 mmol/l with vomiting and unspecified ketones. It was reported the patient received phone advice from a health care professional to treat by injecting insulin and another unspecified treatment. During troubleshooting it was determined the tubing was not primed correctly. Reportedly, the pump's settings were not recently changed and the patient resumed pump therapy after replacement. There was no indication of a device malfunction. This complaint is being reported because the reported health issue was attributed to a reported use error.

Manufacturer narrative:
Follow-up #1 date of submission 08/23/2016-correction to suspect medical device serial #.

Manufacturer narrative:
The pump has been returned and evaluated on 04/11/2017 with the following findings: loss of prime warnings were observed in the pump's black box where the force readings did not reach zero. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit.